Event description:
It was reported that a battery anomaly was observed on the pacemaker. The remaining battery level at a previous check was 36% but the current measurement was 95% possibly indicating a battery overestimation longevity anomaly. After interrogation and completing the session, the battery longevity was improved. There were no reported patient consequences.